Event description:
It was reported to philips that the system had a frayed cable that caused the tableside controls and the system to become inoperable. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular procedure was continued when the issue happened. The procedure was completed to use the controls to move the table and c-arm. While considering an angiogram in a different vessel to assess the need for secondary embolization, same issue happened, and system was rebooted twice and which it booted successfully. The procedure was halted at a safe point, and the patient will be brought back if further embolization is deemed necessary. The philips field service engineer (fse) visited onsite and found the tableside controls failed, and the system was not useable. Upon troubleshooting fse found there is a damage on geo tso cable. To resolve the problem, fse replace the damaged geo tso cable and secured the connections in the tso cable extension box. After the replacement of the damaged geo tso cable, the system is returned to good working condition. The codes were updated based on the investigation outcome.